Event description:
Per the clinic, the patient experienced cellulitis (specific date not reported). Subsequently, the baha abutment and internal fixture is explanted on (B)(6) 2026 under general anesthesia. Additional information has been requested but has not been made available as of the date of this report.